Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lea was capped and replaced on (B)(6) 2018 due to oversensing. Additional information was requested but not received. No further information is available this time.